Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, the device was interrogated and found to be in back-up mode. Moreover, it was also noted that the pacing impedance has increased; and the date of the last session as was the battery longevity displayed in the programmer were incorrect. Technical support was contacted and confirmed that the programmer has automatically reprogrammed the device back to its nominal function. Additionally, when the device was re-interrogated, the display of incorrect information had spontaneously resolved while the increase in pacing impedance was determined to be slight and within normal limits. The patient was stable with no consequences.